Event description:
It was reported that a patient underwent an inguinal hernia repair procedure in (B)(6) 2008 and mesh was implanted. The patient experienced chronic symptoms of itching, inflammation and dermatitis which were local to the inguinal area. It was described by the patient as feelings like electrical shocks or currents. The patient was seen by a neurologist regarding the symptoms without a related diagnosis. The patient had patch testing done and developed irritation. The patient was told to avoid latex, administer an epi pen as needed, and benadryl as needed for symptoms. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.